Event description:
The customer tested his blood glucose and received a reading in the 40's (mg/dl) using his breeze2 meter. He retested using his contour meter and received readings that were 30-40 mg/dl higher. The difference between the customer's readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control test results while troubleshooting and the results fell within the normal range. No product will be returned for eval.